Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator was emitting black particles and the inlet air path foam was deteriorating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was found to be contaminated with dust and dirt. The device's active exhalation control module, blower motor, flow sensor assembly, sensor board, inlet air path assembly, and tubing need to be replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator was emitting black particles and the inlet air path foam was deteriorating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was found to be contaminated with dust and dirt. The device's active exhalation control module, blower motor, flow sensor assembly, sensor board, inlet air path assembly, and tubing need to be replaced to address the issues. The coding has been updated to reflect the fsn for sound abatement foam degradation.